Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply will be replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.